Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the touchpen is "out of sync" on the programmer. The caller indicated that the calibration program will be run to resolve the issue. Additional information received through follow up with the caller indicated that the programmer was sent back for service. No patient complications have been reported as a result of this event.